Event description:
It was reported that the patient was unable to proceed with magnetic resonance imaging (MRI) due to a lead fracture. No further information could be obtained despite good faith efforts.